Event description:
It was reported by the patient's family member within two weeks post implant that the patient had "muscle spasm" or "twitching" on the right side of abdomen. The patient went to the emergency room and it was thought the issue was muscle related and not lead related. The patient was discharged but reported still feeling spasms on the right side of the abdomen, more often when sitting versus standing. Follow up with the clinic found that the patient was further evaluated and an x-ray revealed the right atrial (ra) lead had dislodged. The ra lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.